Event description:
Technician alleged the brake caster is not holding properly. No pt impact.

Manufacturer narrative:
The technician found the cause to be a worn brake caster wheel. The technician replaced the right foot brake caster to resolve the issue.